Manufacturer narrative:
The reported field event of an inability to communicate using rf telemetry was found to be caused by a low battery voltage. With a replacement battery attached, the device functioned normally. It was found that the rf telemetry was not functioning due to eri. Based on the available parameter and usage information a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device exhibited premature battery depletion. Communication via rf telemetry was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All device evaluation anticipated, but not yet begun.